Manufacturer narrative:
The local area field representative was contacted for additional inform ation regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.